Event description:
A non-healthcare professional reported vertical gas breakthrough in the left eye of the patient resulted creation of flap interrupted by sixty percent and the treatment procedure was changed to photo refractive kerectomy during lasik surgery. The patient was continuing to heal post operatively as visual acuity stabilizes. There are multiple related reports. This report addresses the patient lb, left eye and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The reported treatment could be identified in the logfile. The logfile shows that the beam control check was performed about three minutes and twenty eight seconds before the start of the treatment and not immediately before the treatment. The treatment of the patient's left eye was aborted due to the user released the laser pedal and pressed the vacuum pedal instead of the laser pedal, which caused the interruption of the treatment during bed cut. Treatment was only sixty one percent complete. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the log files for the treatment day does not show any other relevant warning or error messages. The root cause could not be identified during logfile review. The system was working within specification. Provided treatment report shows potential vertical gas breakthrough at the center of the flap and potential liquid between cone and eye. During a service visit in regard to the reported treatment the field service engineer performed system verification and service and installation record. No parts were replaced. Device meets specification according to service and installation record. Within the preventive maintenance program, the device was successfully verified, per service and installation record, prior and after the day of treatment. Most recent preventive maintenance from field service engineer was on fourteen october this year. No root cause for the customers reported event could be determined, since the reported product was found to be within specifications for the reported event. The manufacturer internal reference number is: (B)(4).